Event description:
It was reported that the lead exhibited capture thresholds at 7.5 v and sensing thresholds at 3.0 mv. The lead was replaced.

Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were fractured at 21 cm from the connector pin due to clavicular crush, which resulted in open impedance. This would account for the high and low thresholds as reported from the field.